Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) that was implanted for non-malignant pain. It was reported that patient has to recharge this implant more often than their previous implant since (B)(6) 2015. Patient requested 4 packs of adhesive disks which were sent. No symptoms were reported and no further complications were reported/anticipated.